Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), infection ("infections"), hypersensitivity ("allergic reactions"), menorrhagia ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, fatigue, infection, hypersensitivity, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, fatigue, hypersensitivity, infection and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: conferring full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 31-year-old female patient who had essure (batch no: a63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight was 198 lbs. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("epigastric abdominal pain"), 1 year 4 months after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), infection ("infections"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood swings ("mood swings"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy / allergic reactions") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue, dysmenorrhoea, dyspareunia and endometriosis had resolved, the back pain, infection, menorrhagia, adverse event, migraine, allergy to metals, weight increased and abdominal pain upper outcome was unknown and the mood swings was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, infection, menorrhagia, migraine, mood swings and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 31-year-old female patient who had essure (batch no. A63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("epigastric abdominal pain"), 1 year 4 months after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), infection ("infections"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood swings ("mood swings"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy / allergic reactions") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue, dysmenorrhoea, dyspareunia and endometriosis had resolved, the back pain, infection, menorrhagia, adverse event, migraine, allergy to metals, weight increased and abdominal pain upper outcome was unknown and the mood swings was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, infection, menorrhagia, migraine, mood swings and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Product information details updated. Lot number newly added. Event: epigastric abdominal pain was newly added. Outcome of events dyspareunia, abdominal pain, endometriosis, dysmenorrhea, fatigue was changed from "unknown" to "recovered/resolved" and event outcome of mood swings was changed from "unknown" to "recovering/resolving". Fup 2 and fup3 processed together. On (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), infection ("infections"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood swings ("mood swings"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy / allergic reactions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, fatigue, infection, menorrhagia, adverse event, mood swings, migraine, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and endometriosis outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, infection, menorrhagia, migraine, mood swings and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received. Date of insertion of suspect drug was updated. Patient's demographics as added. Added event mood swings, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, endometriosis. Previously reported "allergic reactions" was further specified as "nickel allergy". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 31-year-old female patient who had essure (batch no. A63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniorrhaphy in 1998, ovarian cystectomy in 1998, sexually transmitted disease nos in 1998 and condyloma in 1998. Patient's current weight was 198 lbs. Concurrent conditions included pelvic pain. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("epigastric abdominal pain"), 1 year 4 months after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), infection ("infections"), heavy menstrual bleeding ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood swings ("mood swings"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy / allergic reactions") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue, dysmenorrhoea, dyspareunia and endometriosis had resolved, the back pain, infection, heavy menstrual bleeding, adverse event, migraine, allergy to metals, weight increased and abdominal pain upper outcome was unknown and the mood swings was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, heavy menstrual bleeding, infection, migraine, mood swings and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. Reporters and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 31-year-old female patient who had essure (batch no. A63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniorrhaphy in 1998, ovarian cystectomy in 1998, sexually transmitted disease nos in 1998 and condyloma in 1998. Patient's current weight was 198 lbs. Concurrent conditions included pelvic pain. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("epigastric abdominal pain"), 1 year 4 months after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), infection ("infections"), heavy menstrual bleeding ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood swings ("mood swings"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy / allergic reactions") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue, dysmenorrhoea, dyspareunia and endometriosis had resolved, the back pain, infection, heavy menstrual bleeding, adverse event, migraine, allergy to metals, weight increased and abdominal pain upper outcome was unknown and the mood swings was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, heavy menstrual bleeding, infection, migraine, mood swings and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. Reporters and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 31-year-old female patient who had essure (batch no. A63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniorrhaphy in 1998, ovarian cystectomy in 1998, sexually transmitted disease in 1998 and condyloma in 1998. Patient's current weight was 198 lbs. Concurrent conditions included pelvic pain. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("epigastric abdominal pain"), 1 year 4 months after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), infection ("infections"), heavy menstrual bleeding ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood swings ("mood swings"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy / allergic reactions") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomies and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue, dysmenorrhoea, dyspareunia and endometriosis had resolved, the back pain, infection, heavy menstrual bleeding, adverse event, migraine, allergy to metals, weight increased and abdominal pain upper outcome was unknown and the mood swings was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, heavy menstrual bleeding, infection, migraine, mood swings and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Lot number: a63342, manufacture date: 2012-10, and expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-nov-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.